Event description:
Customer reported that her blood glucose was 196 mg/dl. Customer stated that her sensor was giving bad sensor alerts and it was coming loose from the base of the sensor. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they functioned properly and passed all functional testing. However, found both enlite sensors were received with bent cannula. Unable to confirm if the customer received in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.